Event description:
It was reported that the burr was stuck with the rotawire. The 95% stenosed target lesion was located in the not tortuous and severely calcified left anterior descending artery. A 330cm rotawire guidewire and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the .25mm rotalink burr was stuck in the rotawire guidewire. The devices were completely removed from the patient's body and the procedure was completed with the original burr and another of the same rotawire. No complications were reported and the patient was stable post procedure.